Event description:
Performing a directional coronary atherectomy on a 95% lesion in proximal left anterior descending coronary artery with 7fr arthrectomy catheter and over a .014 guide wire. Two sets of atherectomy cuts had been performed. Cutter was removed and teflon coating from guide wire was noted on cutter. Attempt to reposition unsuccessful. Guide wire was removed and found to have 20 mm section of teflon missing.